Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op of the oral surgery, there was a small cylindrical part falling off at the tip of the disposable drill bit handpiece. The drill was easy to fall off during use, which prolonged the operation period. There was a risk that the fallen part would fall into the surgical site. The disposable drill bit operating handpiece parts were worn out and caused falling off. Other alternative tools were used during the surgery. There was no known patient impact.